Event description:
New information noted the right ventricular lead was exhibiting oversensing noise.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-95444. It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was unable to charge high voltage therapy and the right ventricular (rv) lead was exhibiting unspecified oversensing and high defibrillation impedance. The ICD and rv lead were replaced. The patient was in stable condition.